Manufacturer narrative:
The field service engineer (fse) performed instrument maintenance which included replacing the seals for the syringe units, cleaning the incubation bath, probes, nozzles, and probe washing station and checking the rinse water volumes.

Manufacturer narrative:
The field service engineer (fse) performed maintenance on the system. Calibration and qc were performed. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The magnesium reagent lot number and expiration date were not provided.

Event description:
There was an allegation of a discrepant high result for 1 patient sample tested for magnesium on a cobas 8000 c 702 module. The initial result was 2.58 mmol/l. The repeat with decreased dilution was 0.95 mmol/l. The repeat with no dilution was 0.91 mmol/l.